Event description:
Device malfunction: premature deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure, the xpert stent was being loaded onto the guidewire when it prematurely partially deployed outside of the pt anatomy. The device was removed and a different abbott stent was used to perform the procedure. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.